Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the device used after about fifteen minutes, they found the head broken in the human body. Generator and hand piece can be used normally. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. Delay of fifteen minutes.

Manufacturer narrative:
(B)(4). Batch n91y13. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device not activating and displaying an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: for clarification, what part is the ¿head¿? Head means the curved blade. Did the active blade break off of the device? When the surgeon operated lobectomy about 15 minutes, the curved blade broke off inside the patient and the ace36e didn't activate at that time. Did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) Is the tissue pad completely missing from the clamp arm? Tissue pad still remains at that time.